Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and embedded in wall of the ivc, and device unable to be retrieved, although no retrieval attempt has been documented. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, embedding the device within the inferior vena cava (ivc) wall. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without post implant images or procedural films for review, the reported filter could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The timing and mechanism of the tilt has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and embedded in wall of the ivc, and device unable to be retrieved, although no retrieval attempt has been documented. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. The patient became aware of the events seven years and one month post implantation. An unsuccessful percutaneous removal attempt occurred seven years and one month post implant. The patient is reporting excruciating pain in the groin area due to the device and psychological trauma due to stress from having to having to take extra precautions with the device. The following additional information received per the medical records state that the patient has a history of deep venous thrombosis. During the implant procedure, the right common femoral vein was accessed, and a guidewire was advanced into the ivc. The optease filter was deployed with the proximal tip inferior to the left renal vein. The patient tolerated the procedure well and hemostasis was achieved. During the retrieval attempt, a micropuncture needle was utilized to puncture the right common femoral vein. A clover leaf snare was advanced through the sheath and the inferior hook of the optease filter was engaged with the snare. Backwards pressure was applied the snare as the sheath was advanced over the snare to collapse the filter, this was unsuccessful. Several attempts were made which demonstrated that the optease fitter has been incorporated into the walls of the ivc. The hook of the filter was then disengaged from the snare which was removed from the sheath. The sheath was removed and hemostasis was obtained with manual compression. Information is pending and will be submitted in a follow up report when received.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and embedded in wall of the ivc, and device unable to be retrieved. According to the information received from the patient there was perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. The patient became aware of the events seven years and one-month post implantation, at that time an unsuccessful percutaneous removal attempt was performed. The patient is reporting excruciating pain in the groin area due to the device and psychological trauma due to stress from having to having to take extra precautions with the device. The indication for the filter implant was prophylactic due to a history of deep vein thrombosis (dvt) and a scheduled orthopedic surgery. The filter was placed via the right common femoral vein and deployed with the proximal tip inferior to the left renal vein. The patient is reported to have tolerated the procedure well. During the retrieval attempt a clover leaf snare was advanced through the sheath and the inferior hook of the optease filter was engaged with the snare. Backwards pressure was applied on the snare as the sheath was advanced over the snare to collapse the filter, this was unsuccessful. Several attempts were made which demonstrated that the filter has been incorporated into the walls of the ivc. The procedure was discontinued. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, making retrieval difficult. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided and no imaging available for review it is not possible to draw a conclusion between the device and the reported events. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.